Event description:
Boston scientific received information that this device was programmed to electrocautery protection mode prior to an open-heart operation. Following the operation, the device was interrogated, and was found to be in safety core with limited therapy programmability. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this device is consistent with devices that have reverted to safety core due to electrocautery.

Event description:
The device was returned.